Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that all sensors from one box was malfunctioning. Customer was not able to calibrate and when attempting to, customer received a change sensor alarm. Customer's blood glucose was 40 mg/dl, which was treated with food. Customer declined troubleshooting for low blood glucose.